Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that while using the unspecified bd¿ pen needle it was difficult to operate and the needle cover does not slide correctly. The following was received by the initial reporter: the pencil has something that sticks to it, like it doesn't advance or go down¿. Due to the above, retraining is scheduled for today (B)(6) 2023 at 11:00 am in order to validate the aforementioned device failure, read text and report quality event. There is no batch number or expiration date. In connection via teams, the correct functioning of the surepal 10 mg device is evident. Likewise, a purge test is carried out where correct operation is evidenced. However, the patient's guardian reports that: "performing the purge test I realized that we were applying the wrong dose because it is not in the correct dose, it is like 3 and the dose is 0.5 mg and then the failure of the devices is that the needle cover does not slide correctly." Due to the above, a quality event due to needle cover is reported and an adverse event is complemented by a possible overdose, as indicated by the attendant. The program will proceed to adjust the correct dose and reinforce the use and correct adjustment of the surepal 10 mg device.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ pen needle it was difficult to operate and the needle cover does not slide correctly. The following was received by the initial reporter: verbatim: the pencil has something that sticks to it, like it doesn't advance or go down¿. Due to the above, retraining is scheduled for today 06/15/2023 at 11:00 am in order to validate the aforementioned device failure, read text and report quality event. There is no batch number or expiration date. In connection via teams, the correct functioning of the surepal 10 mg device is evident. Likewise, a purge test is carried out where correct operation is evidenced. However, the patient's guardian reports that: "performing the purge test I realized that we were applying the wrong dose because it is not in the correct dose, it is like 3 and the dose is 0.5 mg and then the failure of the devices is that the needle cover does not slide correctly." Due to the above, a quality event due to needle cover is reported and an adverse event is complemented by a possible overdose, as indicated by the attendant. The program will proceed to adjust the correct dose and reinforce the use and correct adjustment of the surepal 10 mg device. .